Event description:
The customer reported that their locked meter was unlocked and they were also receiving an err4 message when inserting strips into their freestyle meter. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.